Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. Motor passed the motor test and no alarm observed during analysis. Cracks to the display window, battery tube threads, reservoir tube lip, reservoir tube and a scratched lcd window noted.

Event description:
The customer reported that the insulin squirted out and the insulin pump alarmed as well was stuck in the prime loop. The blood glucose reading was 100mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.